Event description:
A customer reported experiencing a cartridge alarm 20 with their pump, which had not caused their blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump and provided guidance on using the replacement, including operating the new pump with updated software and returning the malfunctioning device. The customer planned to reach out to a healthcare provider for backup therapy as they had none available and acknowledged all instructions provided.